Event description:
It was reported that the wake button on the pump was faulty, making it necessary to press very hard to turn the pump on or off. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.